Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-24882. Related manufacturer reference number: 2017865-2021-24885. It was reported that the patient presented for explant of the pulse generator, right atrial, and right ventricular leads due to a device pocket infection. The patient was ins stable condition

Manufacturer narrative:
As received, a partial lead was returned in one piece measuring 30.7 cm. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found damages consistent with procedural damage.